Event description:
A nurse reported vitrector stopped cutting during vitrectomy surgery. There was no error message displayed. The surgery was completed by lowering the cut rate (16,000 or 10,000) with the same probe. There was a patient contact with no impact. This report was fourth of nine reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received with cut tubing and no radio frequency identification (rfid), with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with bent needle. Clear foreign material on the needle and on port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at the cutting edge and other locations on the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms probe had a cut failure. The complaint evaluation also indicates the probe had an actuation failure. The root cause for the actuation failure is due to the excessive surgical use of the probe. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.